Manufacturer narrative:
Corrections in d4: UDI number and expiration date. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: revision confirmed via photograph. X-rays provide evidence of the osteolysis and metallosis. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient or operational factors. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that although a mobi-c device appeared to be intact and functioning correctly, the patient was experiencing neck and arm pain the surgeon thought was coming from that level. Additionally, the doctor suspects there is metallosis and osteolysis adjacent to the device on a CT scan. Since osteolysis and metallosis are known affects of orthopedic implants, the surgeon decided the best treatment was to remove the mobi-c device and fuse the level.

Manufacturer narrative:
Procode: similar to mjo. PMA: similar to p110009. This device is not cleared within the us. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that although a mobi-c device appeared to be intact and functioning correctly, the patient was experiencing neck and arm pain the surgeon thought was coming from that level. Additionally, the doctor suspects there is metallosis and osteolysis adjacent to the device on a CT scan. Since osteolysis and metallosis are known affects of orthopedic implants, the surgeon decided the best treatment was to remove the mobi-c device and fuse the level.